Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the inflation lumen was unable to be infuse with water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the inflation lumen was unable to be infuse with water.

Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspection, the exterior of the sample was inspected and observed a kink, 18cm from the tip. The functional testing was performed, using a lab syringe. The balloon was inflated with 10cc water using normal fill technique and the balloon inflated without difficulty in 9sec and the inflation funnel did not balloon out during inflation. The balloon was deflated and re-inflated again with the quick fill technique and the balloon inflated without difficulty in 20sec and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The following were the results of the dimensional evaluation: eye snip length 3/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 8/32¿, eye snip distance from proximal cuff 9/32¿, rubberize thickness 12 thou, reinforcement 167 thou, inflation funnel thickness 56 thou, balloon thickness (average) 22 thou, inflation lumen coverage 8 thou. There was no indication that this product is out of specification, the product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the inflation lumen was unable to be infuse with water.